Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the product was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that the patient called as the communicator is flashing green light and smell of hot wires. The company representative verified that there is no other equipment nearby. The company representative opted to send a new communicator. The communicator is no longer in service. No adverse patient effects were reported.